Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported having lock jaw every morning when the wore their aligners overnight. They stopped wearing them. At check in patient reported true to pain level 9, discomfort and jaw discomfort.